Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited high out of range pacing impedance that resulted in a lead safety switch (lss) on a left ventricular (lv) channel. Technical services (ts) provided troubleshooting actions and reprogramming. The device remains in use. No adverse patient effects were reported.